Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during re washout and closure of right leg wound procedure, the thread detached from the needle after 1/3 had been used while closing a 15cm wound. Another suture was opened and used to complete the case. There was no patient injury.